Manufacturer narrative:
(B)(4). The customer advised physio-control that the facility's biomedical engineer evaluated their device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during an event. A backup device was obtained and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to obtain additional information about both the patient and the event; however, no response appears to be forthcoming.

Manufacturer narrative:
The customer sent their device in to physio-control for evaluation. Physio-control evaluated the customer's device and verified the reported issue. Physio-control provided the customer with a quote for repair but the customer declined. Physio-control then returned the device to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during an event. A backup device was obtained and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to obtain additional information about both the patient and the event; however, no response appears to be forthcoming.